Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6)2021. The customer blood glucose level was 464 mg/dl which leads to the hospitalization of customer to the emergency room. Current blood glucose level was 145mg/dl. Customer stated that they were using insulin pump in auto mode. Customer reported that ketones test was negative. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of event troubleshooting was declined. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.